Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck. They were unable to advance or retract the guidewire. They were able to undeploy the catheter and removed the catheter and guidewire from the patient together. They flushed the catheter but were still unable to remove the guidewire due to "blood aggregate" on the tip of the catheter. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is not expected to be returned for analysis as it was disposed of by the site.